Event description:
The device was used during an unspecified procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.